Manufacturer narrative:
The product was not returned for eval. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose reached 435 mg/dl less than 36 hrs after the pod was activated. Upon further inspection he noticed the cannula had come out of the infusion site. The pod was removed and discarded.